Event description:
Per the clinic, the patient experienced poor performance with device use; subsequently the device was explanted (B)(6) 2014, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4). Device currently unavailable.